Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code, indicating charge time-out problem. It's suspected that the ICD experienced an electrical reset. The physician elected to explant the ICD.